Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One tapered screw vent (tsvb10) was returned for investigation. Visual evaluation of the as returned product identified signs of usage and what appears to be bone tissue/debris attached to the implant body. No significant damage was identified. Product matched to the DHR print description ed-20510 rev f. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was moderate bone density (type ii). The reported device was located on tooth #46 (universal) and was used for approximately 2 months and 4 days. X-ray or picture image was not provided. Review of appropriate documentation: documents reviewed: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants: 4869 rev 9-10/19: adverse effects: page 2 information identified: 'contraindications' 'warnings' 'changes in performance' 'adverse effects' DHR review for the lot number (63780333) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Sterilization record (st3310) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review by lot number (63780333) was performed for similar events and no other similar complaint was identified. November post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did not occur and the reported event was non-verifiable.

Manufacturer narrative:
Zimmer biomet (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. PMA/510k: k011028, k013227.

Event description:
It was reported that implant at tooth location # 30 was removed following the patient's complaint of severe pain. Edema noticed.